Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2024, the patient experienced a failure to alert after which they experienced a hypoglycemic event. The patient experienced loss of consciousness, and no alert would have sounded before this. The patient was unconscious for 2 and a half hours, and when she regained consciousness, she was disorientated. The patient declined to provide further information regarding the event. No treatment was reported and there was no information regarding possible medical care. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss equal to or under 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.